Event description:
The device is connected to specified tubing and accessories and is used to provide irrigation during endoscopic procedures. It was reported that during a colonoscopy procedure there was significant leakage of sterile water from the device at the junction between the colonoscope and the scope connector. Another unit from the same lot was used without issue to complete the procedure. There has been no reported harm to pt or user.

Manufacturer narrative:
Based on the info provided, no injury occurred. In addition, the actual device involved was not returned for investigation. Complying with (B)(4) requires the facility to provide, and wear, appropriate protective equipment would also mitigate any potential for harm. Based on info gathered during the investigation, it appears that the device was not connected to one of the scope connectors that is specified in the IFU for use with the device. Review of the complaint trending data for the device shows no reports of similar incidents with the same lot number.